Event description:
Related manufacturer report number 2017865-2024-35383. It was reported that during a remote follow up, right ventricular loss of capture and oversensing were noted. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Related manufacturer report number 2017865-2024-35383. It was reported that during a remote follow up, right ventricular loss of capture was noted. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.